Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag, resulting in a leak which is known to cause this alarm. The cause of the loose connection could not be determined, but the patient suspected the cause was that he had pulled on the lines to untangle them from another device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. It was stated that one of the supply bags had come loose, and was dripping solution. There was no damaged noted on the supplies but mentioned that the supply line was pulled to untangle the line prior to the alarm. The patient was advised to start over with all new supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.